Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 12 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and patient was in good condition post-procedure.